Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased and died approximately ten months post implant of the implantable cardioverter defibrillator (ICD) system. The patient, who was a participant in the (B)(6) clinical study, died due to unknown causes. The device remains implanted in the patient. The cause of death has been requested and not received.